Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has received anti-tachycardia pacing (atp) and shocks from this implanted cardiac resynchronization therapy defibrillator (crt-d) device in two episodes approximately two years apart. Evidence is suggestive that the device therapy was inappropriate as it was provided due to the patients atrial-driven arrhythmia. Therapy was not exhausted. As part of the most recent episode, it was noted that the patient has a left ventricular assist device (lvad) and they felt every shock. Boston scientific technical services discussed crt-d device programming options with the healthcare provider. The device remains in-service. No additional adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion and was returned for laboratory evaluation. No adverse patient effects were reported.

Event description:
It was reported that this patient has received anti-tachycardia pacing (atp) and shocks from this implanted cardiac resynchronization therapy defibrillator (crt-d) device in two episodes approximately two years apart. Evidence is suggestive that the device therapy was inappropriate as it was provided due to the patients atrial-driven arrhythmia. Therapy was not exhausted. As part of the most recent episode, it was noted that the patient has a left ventricular assist device (lvad) and they felt every shock. Boston scientific technical services discussed crt-d device programming options with the healthcare provider. The device remains in-service. No additional adverse patient effects were reported.